Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter full name: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025, the patient underwent ureteroscopic lithotripsy for kidney stones and needed a stent removal. The stent had been in place for 20 days. During the procedure to remove the ureteral stent, severe encrustation of the stent was observed, making it difficult to remove. After clinical evaluation, surgical intervention was performed to remove the stent. The procedure was successfully completed, and the stent was removed. Increasing the duration and cost of the procedure.

Manufacturer narrative:
The reported event was confirmed - cause unknown. Received 1 ureteral stent. Verified material number 778424 and batch number ngjq3462. Visual inspection noted a white substance on the stent. Product labeling was reviewed and addressed within the labeling. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025, the patient underwent ureteroscopic lithotripsy for kidney stones and needed a stent removal. The stent had been in place for 20 days. During the procedure to remove the ureteral stent, severe encrustation of the stent was observed, making it difficult to remove. After clinical evaluation, surgical intervention was performed to remove the stent. The procedure was successfully completed, and the stent was removed. Increasing the duration and cost of the procedure.